Event description:
It was reported that the customer experienced a low blood glucose (bg) level of under 40 mg/dl. The cause of low bg was unknown. The customer mentioned they received third party assistance from their daughter, who provided apple juice, glucose, and assisted the customer to address the low bg level. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.